Manufacturer narrative:
Catalog number was updated from 08d06-39 to 08d06-77. Lot number was updated from 02284be00 to 02284be01. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 08d06-39 that has a similar product distributed in the us, list number 8d06-31/41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) syphilis results for a (B)(6) years old female patient, when processing on the architect i2000sr. The results were (B)(6). Additional testing with tppa was (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing of a returned sample, testing of a retained reagent kit, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot. The tracking and trending report review determined that there are no adverse or non-statistical trends. No non-conformances and/or deviations associated with the affected reagent lot have been identified. The returned sample was tested with lot 95080li01, as the complaint lot 02284be01 was not available for testing, and a non-reactive result of 0.06 s/co was obtained. A retained reagent kit of lot number 02284be00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance of the used lots is negatively impacted. No false non-reactive results were obtained. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.